Manufacturer narrative:
The controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the events log file confirmed a power up and subsequent motor start which meant that there was a 'vad stop' event. The pmc reset is evident that the cause of the 'vad stop' was most likely due to an esd event. There is an action investigation by the company. Analysis completed may 26, 2015. Log file analysis review date: march 16, 2015. Data through: march 16, 2015. Normal power consumption. No alarms have been logged in the last 14 days of available data. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that an event exception was logged, followed by a motor start event. The event exception was of type "pmc reset" and was most likely due to an electrostatic discharge (esd) event and caused the pump to stop and restart once the pmc was rebooted. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the reported event can be attributed to esd. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
When the patient came to the clinic for routine follow-up, log file analysis showed one "pmc reset" with a subsequent motor start on (B)(6) 2015. Controller was exchanged by the vad coordinator with no effect on patient.

Manufacturer narrative:
The device has been returned to the manufacturer; however, completion of analysis is pending. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. Additionally, there is a warning to switch to the back-up controller if there is a controller failure. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Controller received 4/1/2015.